Event description:
Hammer pad broke causing surgery to be delayed.

Manufacturer narrative:
Eval was not possible, as no product was returned. Product info required to identify the MFR date and design revision was not reported. The investigation could not verify or draw any conclusions about the reported breakage based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received the investigation wil be reopened. Depuy considers the investigation closed.